Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 85% stenosed, 40 x 3.0mm, eccentric, de novo target lesion with a significant bend of greater than 45 degrees was located in the moderately tortuous and mildly calcified mid left circumflex coronary artery. After pre-dilatation with a 3.0 x 30mm maverick balloon catheter, a 3.00 x 48 mm synergy ii drug eluting stent was advanced for treatment. However, the device was unable to cross the lesion. The device was removed and it was noticed that the tip of the stent itself was deformed. The procedure was completed with another of the same device and post-dilatation of a 3.0 x 20mm nc emerge balloon catheter. There were no patient complications reported. The patient status was stable.